Manufacturer narrative:
Unit had button error alarmed due to moisture on keypad trace. Unit received with cracked on display window and missing end cap sticker. Unit had lcd bleeding due to cracked on lcd glass. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not performed. The device was returned for analysis.